Manufacturer narrative:
Occupation: reporter is a synths employee. Part: 323.36, lot: 8525121, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: september 27, 2013, expiration date: n/a, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported the 323.36, 3.5mm universal drill guide, lot 8525121 was missing a component. The repair technician reported teeth on both ends are bent and deformed, failed cosmetics and cannulation test . Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set, it was observed that the 3.5mm universal drill guide was missing a component. There was no known patient or hospital involvement. Upon manufacturer investigation, it was determined that teeth on both ends are bent and deformed. This report is for a 3.5mm universal drill guide. This is report 1 of 1 for (B)(4).